Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: pt was treated for biliary colic with right upper quadrant pain, nausea, weight loss, abnormal hida scan. Post operatively the gallbladder surgery pt had a significant amount of abdominal pain and urinary retention. A CT of the abdomen showed significant amount of free fluid within the abdomen. Inflammatory changes. Hida scan revealed a bile leak apparent obstruction of the common bile duct. The surgeon feels surgical clips did not hold. An extended hospital stay was reported but the length of time is unk.